Manufacturer narrative:
The MFR location is unk. The device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a bunion surgery, it was observed that the electric pen drive device was cutting on and off like it was not getting enough power while in use with the cable device. It was reported that it was a possible short. There was a two minute delay to the planned surgical procedure. It was reported that the surgery was successfully completed using the same devices. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the available data did not support the complainant's description. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the device was found to have a broken housing and would not run. It was determined that these issues were consistent with improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the manufacturing facility was documented as unknown on the initial report. It has been updated as (B)(4). The date of manufacture was documented as unknown on the initial report. It has been updated as november 16, 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.